Event description:
It is reported that the device was implanted 03//03/1999. The pt's knee was revised in 2005 due to being symptomatic for approximately one year and a large cyst was observed on x-ray.